Event description:
Additional information was received that the lot number of the cassette is unknown and the cassette was tested in (B)(6) 2019.

Manufacturer narrative:
Thirteen cadd cassette reservoirs - non flow stop was returned for analysis. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were detected on the housing nor arch height in most of the samples, only one piece has a pronounced arch upwards. The samples were set for accuracy testing using a pump legacy to look for unusual. From the 13 samples received, only one sample from lot number 3675012 failed and confirmed the reported failure mode; which it is the sample with arch height pronounced. A review of the manufacturing process was conducted by a quality engineer in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. Production performs a 100% in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of (3) parts at shift start-up, beginning of every job; at least every (5) hours. Quality takes a sample of 15 units at an interval of two (2) hours ± 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality verifies that the accuracy test is been correctly performed. The most probable root causes is that the arc height was not proper assembly. Part number: 21-7002-24; per batch record log (B)(4) for l/n 025x12. Lot number: 3675012; 025x12; 095x16. Manufacturing date: july, 2019; march, 2002; june, 2006. Quantity released: (B)(4). Any relevant dmrs, idrs, das.: there were no relevant idr's, dmr's or da's for this lot. Material from lot number reported expired on 2007. Material from lot number reported expired on 2011 any relevant rework: none per review of the DHR. Material from lot number reported expired on 2007. Material from lot number reported expired on 2011 was scrap/rejects above typical? None per review of the DHR. Material from lot number reported expired on 2007. Material from lot number reported expired on 2011 component lot number and quantity issued: no component failure was involved in this compliant. Material from lot number reported expired on 2007. Material from lot number reported expired on 2011 component history no component failure was involved in this complaint. Material from lot number reported expired on 2007. Material from lot number reported expired on 2011 summary of DHR review: there were no relevant findings detected in the DHR. Material from lot number reported expired on 2007. Material from lot number reported expired on 2011

Event description:
Information received a smith medical cadd cassette reservoirs - non flow stop of failing accuracy greater then 6%. The customer at (B)(6) hospital repeated the testing twice with new cassette and the range of error was between 10-14%. Event occured during testing and no patient involvement. Related complaints to same issue. The device had been initially repaired by smiths medical before this testing. Customer reached out (B)(4) technical support was advised of this inquiry via oracle service cloud on friday, (B)(6) 2019.